Event description:
The customer reported that the system shut down without command. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The reported issue could not be duplicated. The fe reported, this may have been attributed to the customer who inadvertently pressed the fast stop button. The system was found to be working and put back into service.